Manufacturer narrative:
The local dräger s&s organization was not involved in the follow-up of the event and, dräger was not able to obtain further information from the user facility about the course of event. In fact, it is not even clear if simply the device display got black or if the workstation fully stopped operation. This report is filed in abundance of caution since an interrupt in ventilation cannot be fully excluded. In case of a display malfunction interaction with the device or the observation of alarms may be limited but it is obvious that ventilation will be continued with the last valid settings and that the device shall be replaced in a controlled maneuver. The safety concept of the device allows manual ventilation with the built-in breathing bag also in switch-off state - hence, the possibility to bridge patient support until a replacement device can be introduced is given. It can be concluded from the report detail that no patient consequences have occurred that either manual support worked as intended or there was no stop of ventilation. A root cause analysis is not possible due to lack of information. Even no s/n information was included in the report; the device age remains unknown.

Event description:
It was reported that the device screen suddenly turned black during use. The users have reportedly connected the patient to another device; no consequences have occurred.